Event description:
It was reported that the patient came to the ER with symptoms, possibly syncope. The device could not be interrogated. It was further reported that there was no output and that the device was at eol (end of life) about 5 months after a longevity estimate of 2 years. It was further reported that there was a sudden loss of device function resulting in the patient having nine-second pauses. The device was explanted and replaced. No further patient complications have been reported as a result of this event. An attorney letter further alleged that the patient "had a failure of the [device] which caused patient to pass out at home, and patient's head was struck. Patient had surgery thereafter to remove a blood clot on the brain and experienced permanent injuries and emotional distress."

Event description:
It was reported that the patient came to the ER with symptoms, possibly syncope. The device could not be interrogated. It was further reported that there was no output and that the device was at eol (end of life) about 5 months after a longevity estimate of 2 years. It was further reported that there was a sudden loss of device function resulting in the patient having nine-second pauses. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were due to lifted hybrid bond wires.